Event description:
It was reported that, "patient had wear issues & osteolysis within his pelvis. Patient was revised.

Manufacturer narrative:
Additional informatoin, has been requested and if received, will be provided on supplemental report.